Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that foreign matter was found inside the packaging of a rosch-uchida transjugular liver access set during a tips procedure. Before the procedure, the nurse checked the device packaging and found it to be intact and not damaged. After opening the packaging, a stain was noted on one of the inner packaging. The device was replaced with a new like device and the procedure was completed. The complaint product did not make patient contact and was discarded by the nurse. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and manufacturing instructions (mi) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant non-conformance in which two sets were scrapped due to loose foreign matter. All nonconforming products were scrapped and 100% inspected. A database search revealed no other complaints on this lot. Based on the dmr, DHR and customer testimony cook concludes this product to be manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Cook was unable to review product labeling. This lot was not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, no product returned, and the results of the investigation, cook concludes this to be a manufacturing deficiency. With no outer packaging damage and the stain found on one of the inner pouches, it suggests the stained pouch was sealed in the outer packaging prior to release. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that foreign matter was found inside the packaging of a rosch-uchida transjugular liver access set during a tips procedure for a 55-year-old male patient. Before the procedure, the nurse checked the device packaging and found it to be intact and not damaged. After opening the packaging, unidentified foreign matter was found in the inner packaging. The device was replaced with a new like device and the procedure was completed. The complaint product did not make patient contact and was discarded by the nurse. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.